Manufacturer narrative:
Evaluation: results: inherent risk of procedure (dissection). (B)(4).

Event description:
It was reported that a dissection occurred during the implantation of a 2.5 x12mm resolute integrity drug eluting stent when treating a lesion in the distal rca; a resolute integrity drug eluting stent was used to treat the dissection.